Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they had been experiencing a high blood glucose. The customer's blood glucose at the time of the incident was 381 mg/dl. The customer also said their blood glucose was almost 400 mg/dl, but not actually at 400 mg/dl. The customer treated with a manual injection and bolus from the insulin pump. The customer had symptoms such as nausea and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer stated once in a while the insulin pump did not deliver insulin. The customer also reported the infusion set cannula was bent. The insulin pump will not be returned for analysis.